Event description:
It was reported that the insulin pump had a malfunctioning low insulin alert and required frequent battery changes. The caller did not know the blood glucose reading. The customer declined assistance for the issue. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.